Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed. Share logs were provided. However, the data received reflected the g6 android app. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for the g6 android app was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.